Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. It was also reported that the right atrial (ra) lead exhibited low impedance and was failing. The ra lead was programmed off. No patient complications have been reported as a result of this event.